Manufacturer narrative:
Correction: the suspect disposable is now a device product and requires a new manufacturer report number. Please reference manufacturer report number 2016493-2020-00184 for MDR reporting.

Event description:
It was reported that a fentanyl infusion (2500mcg/50ml) was started at 08:25pm on 25nov2019. With an intended infusion rate of 25mcg/hour (0.5ml/hour). By 10:00pm, the bag was almost empty, with a loss of 35ml . There was no patient impact.

Manufacturer narrative:
Concomitant medical products: 50ml vial fentanyl citrate injection. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Additional information was requested, but is not available.

Event description:
It was reported that a fentanyl infusion (2500mcg/50ml) was started at 08:25pm on (B)(6) 2019. The intended rate of the infusion was 25mcg/hour (0.5ml/hour). At 10:00pm, 35ml were lost, and the infusion was almost empty. The devices have not been powered on since the event.